Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse found both gray quick connectors were damaged and missing the internal springs. The fse replaced both gray quick connectors and verified the equipment according to the original equipment manufacturer's instructions. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the spring of the oer-pro endoscope reprocessor (subject device) was bad. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 13 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to accumulated stress towards the loose direction. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): abnormality is detectable by performing the following inspection. Chapter 3. Inspection before use¿ 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor the field performance of this device.